Event description:
The customer reported to customer service that the power supply for her breast pump started sparking when she went to use it. No injuries were reported.

Manufacturer narrative:
A replacement power supply was sent to the customer. In follow up with the customer, she confirmed sparking "by the cord closest to the wall outlet," though she indicated that there was no fire, smoking, no signs of burning or melting, no breach in the transformer housing, and no exposed wires on the cord. She also indicated that no injuries were sustained as a result of the issue and that she would return the power supply. As of the date of this report, the product has not been received. Sparking is indicative of at least one short in the dc cord. The product involved in the complaint was not returned for testing/analysis. Therefore, no conclusions can be made as to the cause of the event. Should additional info or the original product be received, resulting in new, changed, or corrected info, a follow up report will be filed. As a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on (B)(4) 2011. Activities related to this notification are on-going.